Event description:
The customer reported an flm leak that occurred during a treatment procedure. The leak was not noticed until after the treatment procedure was completed and the patient had left and she was unloading the kit. Customer noted that the leak seemed to be coming from the plasma return top tubing portion of the flm. Customer reported that no alarms were receiving during the treatment.

Manufacturer narrative:
Batch record review: a review of the lot file for a 748 shows that there were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot a748 was performed. There was 1 additional complaint reported for flm leaks to date for this lot. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).